Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's heartmate 3 system controller was not registered on the monitor. A controller exchange was performed. No visible bent pins on the patient¿s controller were found. A event file contained only 1 line of data since connecting to the left ventricular assist device. The data recorded indicates that there are no current equipment issues.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of the heartmate 3 system controller (serial number: (B)(6) being unable to communicate with the system monitor was confirmed, as the issue was reproduced during evaluation of the returned product. The power cables of the controller were first replaced. Following this replacement, the controller communicated with the system monitor without issue. Log files were successfully downloaded, and the repaired controller then went on to pass each step of functional testing. Further analysis of the exchanged power cables revealed that one of the inner wires of the white cable was broken near its strain relief. This wire pertained to transmission communication, which therefore resulted in the communication issues with the system monitor. The downloaded log file from the exchanged controller contained approximately 2 days of data (27mar2023 to 29mar2023 per timestamp). The controller appeared to perform as intended, and the pump maintained a speed above the low speed limit while the driveline was connected. The driveline was disconnected at 8:58:40 on 29mar2023, which is consistent with the controller¿s exchange. The damage to the white power cable did not affect the controller's ability to operate the pump at the set speed. The root cause of the reported event was determined to be wire fatigue within the white power cables on the conductors associated with communication between the controller and system monitor. The wire fatigue is consistent with the repetitive flexing of the cable over time. The heartmate 3 patient handbook, rev. D - section 5 ¿alarms and troubleshooting¿, covers all alarms (visual and audible) that are associated with the system controller, including power cable disconnect, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook, rev. D - section 6 "caring for the equipment", describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history record for the heartmate 3 system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.